Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information is provided.